Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
According to the complainant, air entered the system from the connection with patient's catheter, despite the connection being secured on tightly. No patient injuries were reported as a result of this event.